Event description:
It was reported that during a surgical procedure, it was noted that two blades broke in the same procedure, this record represents one of the blade breakages. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for blade breakage, was not confirmed as the blade was not returned for evaluation. Without the blade, the root cause cannot be determined. Device discarded by customer.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, it was noted that two blades broke in the same procedure, this record represents one of the blade breakages. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.